Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant procedure the lead was repositioned several times in order to obtain better measurements. After the last position it was observed that the pacing lead impedance was high and out of range. The lead ws not implanted.